Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the model/catalog number and lot/serial number are unknown; therefore, the applicable UDI and production identifiers were not included in the MDR.

Event description:
The user facility reported that they were unable to pull patient schedules subsequently causing procedure delays. No report of injury.